Event description:
A malfunction alarm occurred with the reported malf 12 code. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the customer in completing the reset, and assured that the customer could continue using the pump. The customer was advised to call back if the malfunction reoccurred and confirmed their understanding of the guidance provided.